Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, during ligation of vessel no clips were able to load properly into the jaws of the device. Another device was used to complete the case. There was no patient injury.